Event description:
It was reported that the device was firing straight shots.

Manufacturer narrative:
The subject product was found to produce straight shots which appears to be related to tip wear. The device has been in the field since 4/25/2005.